Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp on each of five (5) minicap transfer sets could not be closed as normal. This event occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Four (4) actual samples were received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed on the three (3) samples which included leak testing, clear passage testing, clamp function testing and torque testing. The reported problem was not verified on the three (3) samples because torque testing was performed with no issues. Visual and functional testing was performed on these samples with no issues. One (1) sample was not received for evaluation; therefore, a device analysis on this sample could not be completed. Should additional relevant information become available, a supplemental report will be submitted.